Event description:
Additional info has been provided by the reporting surgeon. The pt's vision post op is 20/20 uncorrected. The pt sees an oblique ray of light from a direct light source. The surgeon thinks this may be a result of the orientation of the haptics in the sulcus and optic in the capsular bag. The surgeon is considering moving the optic to the sulcus or attempt to place the haptics in the bag.

Event description:
A surgeon reports that a pt is experiencing glare following intraocular lens implant surgery. The pt was treated with a miotic without relief. The association between these symptoms and the intraocular lens is not known. Add'l info has been requested.